Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.5 diopter was implanted in the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was explanted due to blurred vision and glare/halos. The problem was resolved. Cause of the event is unknown.